Event description:
As reported by the edwards field clinical specialist, the 26mm sapien valve moved ventricular upon inflation of the delivery balloon, landing in the left ventricular outflow tract (lvot). While a second sapien valve was being prepped, the first sapien valve embolized into the left ventricle. The patient was stable and placed on cardiopulmonary bypass (cpb). The second sapien valve was then implanted in the native aortic annulus. Following deployment of the second sapien valve, the first valve was explanted via mini thoracotomy with left ventriculotomy. The patient was taken off cpb before leaving the hybrid operating room. On debrief, the physician stated that stored tension in the delivery system due to a tortuous aorta caused the system to jump ventricular upon inflation of the delivery balloon. After the initial report, the md stated that the patient was weaning from ventilation and doing well.

Manufacturer narrative:
Cine and echo images were submitted to the edwards medical director for review. Observations/impression: observations: first cine images available for review demonstrate a sapien valve embolized in the lv with deployment of a 2nd sapien in the aortic valve implanted via the tf approach. Coaxial alignment is poor, secondary medial bias. Image intensifier angle (iia) is good. No loss in pacing capture and ventilation is held. The patient appears to be supported by percutaneous cpb. No intra-procedural tee available for review. Impressions: no cine or tee images available from 1st sapien valve positioning or deployment. Consequently no impression can be made of pre-disposing factors for the sapien valve lv embolization. Apart from poor coaxial alignment of the 2nd sapien valve deployment there appears to be no significant departure from IFU in the 2nd valve deployment. However, no post deployment angiogram was available to assess ar. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause of the valve embolization into the lvot cannot be confirmed based on the available imaging. However, it appears that a combination of patient and procedural factors contributed to the event, including poor coaxial alignment of the valve and delivery system upon deployment, and, per the implanting physician, stored tension in the delivery system due to a tortuous aorta which may have caused the system to jump ventricular upon inflation of the delivery balloon.

Manufacturer narrative:
The investigation is ongoing.